Event description:
During the atrial fibrillation procedure, the sheath was inserted into the patient. While aspirating blood from the side port via syringe, air was aspirated. The only devices introduced into the sheath were the dilator and guidewire. The sheath was replaced, and the procedure was completed with no adverse health consequences to the patient.